Event description:
Rptr had bilateral implants implanted. She has severe calcifications and lumps, tenderness with burning sensation in both breasts, a red blotch on skin of upper left breast, and weakness in both arms and hands. The implants were implanted in 1971 and the calcification started in 1981. The dr "squeezed" each one to crack the hardness which recurred after a short time. Rptr was 45-yrs-old at time of implantation.